Event description:
Radiometer complaint reference: (B)(4). According to complaint, the customer complains about abl800 flex analyzer (serial no. (B)(6) briefly showed the basic input/output system (bios) info and then gave black screen despite replacement of central processing unit (cpu) unit. No adverse event or serious injury were identified.

Manufacturer narrative:
The investigation of returned cpu unit shows it malfunctioned. Hence the root cause is component failure. This complaint occured on (B)(6) 2021 and was re-opened on (B)(6) 2025 in an internal quality review and reassessed in relation to a CAPA (CAPA-01335). It is now deemed reportable.